Event description:
It was reported that the patient was admitted after their automatic implantable cardioverter defibrillator (aicd) discharged while at home. Symptoms included diaphoresis and a decreased level of consciousness (loc). The patient was found to be in persistent ventricular fibrillation (vf). Electrolyte replacement and multiple medications including amiodarone, lidocaine and procainamide for medications/drips were administered. The patient would breakout out of the arrhythmia momentarily and then would go into either go back into vf or go into ventricular tachycardia (vt) or torsade's de points. The patient also began having low flow alarms, and the pump speed was lowered from 5600 to 5200 rotations per minute (rpm). The aicd was interrogated and it had discharged approximately 25 times, and the patient had also been externally defibrillated 2 or 3 times at 360 joules. The patient was taken to the cardiac catheterization lab for possible intervention. In the lab, thrombus was present in left main artery, in transit down left circumflex (lcx) artery. Computed tomography angiography (cta) reported thrombus surrounding right internal jugular venous catheter in superior vena cava (svc) catheter with suspected thrombus into superior right atrium, as well as retrograde propagation into azygous vein. The log files were reviewed and confirmed the low flow alarms. There did not appear to be any type of mcs equipment issues causing the low flow events. Left heart catheterization with thrombectomy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.